Event description:
As reported by the global affiliate: presence of a contaminant (hair) in the bag.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) samples in original closed packaging and a photo were submitted to the manufacturer for evaluation. Through visual examination, a human hair on the lateral side of the pouch was observed. The contamination is outside of the product external to the fluid path. The sample is not within specification; the reported defect is confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Reserved samples were also examined; no deviations were found. The defect is a result of a failure in the production process. The hair was caused by human error occurring during the packaging phase. Our factories meet clean room standards; hygiene regulations and rules of dressing are in place. This event has been assessed as a rare case of such kind. The production team has been made aware of the defect/complaint. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.